Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2016 for elevated blood glucose (bg) levels in the 300's (mg/dl) and diabetic ketoacidosis (dka). Reportedly, the suspected cause of the elevated bg level was due to having the flu and was unrelated to the pump or supplies. At the ER, the customer received intravenous (IV) fluids to lower bg level. At the ER, the customer's bg level returned to target range; however, ketones were still present and the customer was admitted to the hospital on (B)(6) 2016. At the hospital, the customer was treated with IV fluids and insulin via the pump. On (B)(6) 2016, the customer was released from the hospital with the issue resolved, and no permanent damage to the customer.